Event description:
Customer reported the compact strip drum container label has no expiration date. No allegation of torn or smeared label. Customer reported no symptoms, did not treat or act on results. No adverse event reported. A request was made for the return of the system, replacement was sent.